Event description:
This supplemental report is being filed to provide additional information that a transvenous system has been implanted. The subcutaneous system remains implanted but is now turned off. There were no additional adverse patient effects. It was reported that the system gave an inappropriate shock. An x-ray reveled the system had been twiddled (moved by the patient). The electrode was wrapped around the pulse generator. The doctor may replace the system with a transvenous system. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the system gave an inappropriate shock. An x-ray reveled the system had been twiddled moved by the patient. The electrode was wrapped around the pulse generator. The doctor may replace the system with a transvenous system. There were no adverse patient effects. The system remains implanted.